Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was being prepared during a planned gastroscopy procedure. According to the complainant, during the preparation, the nurse noticed a hair inside the sterile sealed pouch. Additionally, there was no visible damage noted to the forceps and its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device showed a hair inside the pouch. Complaint was confirmed. Therefore, the most probable root cause of "manufacturing" is selected for this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was being prepared during a planned gastroscopy procedure. According to the complainant, during the preparation, the nurse noticed a hair inside the sterile sealed pouch. Additionally, there was no visible damage noted to the forceps and its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.